Event description:
It was reported that during a follow up, low pacing impedance was observed. The lead was capped and replaced during ICD change-out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.